Event description:
The customer's family member or friend called and reported that the buttons on the insulin pump were not responding. Customer's blood glucose was 121 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no response from the buttons, due to corroded keypad traces.the insulin pump was also received with minor scratches on the display window, cracked display window, cracked battery tube threads, and a cracked reservoir tube.